Event description:
It was reported that the oxygen gas was left running even when the frequency was set and the product was working in the automatic (auto) mode. There was no patient injury reported.

Manufacturer narrative:
One ventilator device was received for evaluation in relation to the reported event. It was noted that the tamper seals were intact and the device was normal in appearance with no physical damage noted. Functional testing of the device was able to confirm and replicate the reported event. Since the screw of the rotary control selector was loose, the inspiratory exhalation did not switch and gas continued to be emitted. The screw of the rotary control selector was tightened to resolve the reported event. Root cause was unable to be determined due to the nature of the reported event. A DHR review was not performed as the manufacturing DHR is not relevant to the investigation due to the age of the device.